Manufacturer narrative:
A device history record could not be reviewed because a lot number could not be provided by the customer. One used sample was received for evaluation and one photograph. During the visual evaluation no issue was detected however during the functional evaluation, a sealing issue was detected causing leaking. The reported condition was confirmed. A root cause could be identified as related to a manufacturing/production process and a corrective action will be limited to trending for this issue for any future occurrences as a part of the complaint review process.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that formula had been poured into the bag and was intact. The bag was then placed in the fridge for several hours and noted to be leaking formula from the bottom of the pouch. The tubing was not involved. The staff estimated that this was the first day of bag use but was unsure if previous feed had been delivered.